Event description:
The patient came in reporting instability and the cause is unknown. About 1 year after the primary surgery, the surgeon revised the liner (from 12mm to 17mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023:lot 2112443: 120 items manufactured and released on 23-nov-2021. Expiration date: 2026-nov-09. No anomalies found related to the problem. To date, 74 items of the same lot have been sold with no similar reported event during the period of review.